Manufacturer narrative:
On 15-mar-2016 an fse was dispatched to the customer site to address the reported event. The fse replaced the cup transfer assembly and verified proper operation. The fse verified all cup transfer alignments, ran cup transfer macro 20 times with no errors detected. The customer ran qc with no errors detected. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due the up down motor failure on pickup arm. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a 4151 error with the aia-900 analyzer. The customer reports c-trans z home detect error and is unable to perform an all set home. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.